Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. During review of device data related to the battery depletion, noise oversensing was noted in the primary vector. No inappropriate therapy was provided as a result. Technical servicers (ts) provided troubleshooting recommendations as intervention for the battery depletion is already suspected. This s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.